Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. Additional narrative: device manufacture date: the device manufacture date is unavailable as of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. UDI ¿(B)(4).

Event description:
It was reported from brazil that during testing it was observed that the reverse trigger on the compact air drive device was locked. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention, or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported from brazil that during testing it was observed that the reverse trigger on the small battery drive device was locked. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention, or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. The actual device was returned for evaluation. During repair, an evaluation was performed and it was determined that the compact air drive device had insufficient/low power and the reverse locking mechanism was blocked ¿ will not run. It was further determined that the device failed pretest for check reverse locking mechanism with oscillating saw attachment ii, check forward and reverse mode function, and check power with power test bench. Therefore, the reported condition was confirmed. The assignable root cause of this condition was determined to be traced to component failure due to wear. The reported condition that the reverse trigger of the device was stuck was not confirmed correction: d9: the date returned to manufacturer was documented as november 7, 2022 on the previous supplemental report. This date has been updated to november 4, 2022.

Event description:
It was reported from brazil that during testing it was observed that the reverse trigger on the compact air drive device was locked. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention, or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report.device was used for treatment, not diagnosis.if information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. The actual device has been returned and is currently pending evaluation. Once the evaluation of the device has been completed, a supplemental medwatch report will be sent accordingly. Correction:b5, d1, d4: upon further investigation it was found that the incorrect brand name, catalog number, unique identifier (UDI) was inadvertently entered into the supplemental medwatch report. Please note that the correct brand name, catalog number, unique identifier (UDI) has been received and has been entered into this supplemental medwatch report. The UDI has been updated accordingly.UDI ¿ (B)(4).